Manufacturer narrative:
The insulin pump was received unable to perform all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the bottom of the insulin pump was cracked and broken. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.